Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
The report states: patient revised to address dislocation. Doi 2000 dor (B)(6) 2009 (right hip). Update: this is a clinical patient, part/lot information received. Doi: (B)(6) 2000. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases has identified no other reports against the provided product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices have been delivered and are considered successfully implanted without issue as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.